Manufacturer narrative:
It was reported to abbott, a patient¿s leads have migrated completely out of the epidural space, along with anchors and were wrapped around the ipg. The patient is not receiving any beneficial therapy. As of (B)(6) 2023, no intervention was planned. The territory manager was notified the record would be closed and could be reopened as needed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00492. It was reported the patient experienced ineffective stimulation due to the leads migrating. The issue was confirmed via x-rays. Surgical intervention may take place at a later date.